Event description:
The patient alleged that a pod delivered over 170 units of insulin resulting in severe hypoglycemia. The patient was hospitalized with a blood glucose level of 40 mg/dl, despite having previously administered a glucagon injection to stabilize the situation. The personal diabetes manager (pdm) gave numerous messages, even though the app was open, and they report hearing the pod deliver the insulin. After checking the reservoir, there was 30 units of insulin that remained. The patient also reported the pdm showed '+50 units remaining,' suggesting a malfunction in the pod's measurement or display system.

Manufacturer narrative:
The physical controller was not received for investigation. In the case description, the user mentioned that the pod delivered 170 u of insulin without input, resulting in low glucose levels. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files found no evidence that the reported pod delivered 170 u of insulin prior to deactivation. The audit log files showed that no boluses had been delivered on (B)(6) 2026 or on (B)(6) 2026. Review of the patient history buffer (phb) logs found that urgent low glucose values (less than 40 mg/dl) were received by the pod on (B)(6) 2026. The phb data showed that automated insulin delivery had been suspended by the algorithm for approximately 2 hours prior to receiving the urgent low value. By this point, the total pulses delivered count showed that the pod ran for 291 pulses (14.55 u). The phb data showed that the pod was regularly receiving urgent high glucose values (greater than 400 mg/dl) on (B)(6) 2026. The phb data showed that the system was used only in manual mode on (B)(6) 2026 and (B)(6) 2026, correctly delivering the user's manual basal program regardless of glucose values received. The pod was deactivated on (B)(6) 2026 and had run for 1061 pulses (53.05 u) before deactivation. The video provided by the user of the pod shows that the reservoir plunger was at the approximately 3/4 filled position in the reservoir when the video was taken, confirming that the pod did not run the reported 170 u reported. No evidence of issues with the system were observed in the available logs. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received for investigation. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device over delivering insulin.